Manufacturer narrative:
The complainant's biomedical engineering department was unable to duplicate the alleged malfunction.

Event description:
Complainant alleged that the staff was attempting to defibrillate a female pt (age unknown) who was not breathing and who was suffering from a heart attack. Using a multifunction cable and electrodes with the device. The complainant alleged that the device would not discharge at 200 joules when depressing the two discharge buttons on the multifunction cable. The complainant indicated that the staff was able to obtain another device to defibrillate the pt two add'l times, but they were unable to recover the pt, and the pt subsequently expired. The complainant further indicated that the pt outcome was not as a result of the alleged malfunction.